Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient experienced a cerebral vascular accident. Transesophageal echocardiogram (tee) imaging showed that there was a leak around the closure device. No treatment or intervention was performed for the cerebral vascular accident nor for the leak at this time. The patient has not experienced any other complications as a result of this event.